Event description:
It was reported to baxter (B)(4) that when the twist clamp was closed, and the minicap removed, the line would leak. There was no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A review of all batch record documents was performed for lot number h11l13030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.